Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself. When the device was powered back on, there was no image on the display. In this state, the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device as the customer site and was able to duplicate the reported issue. Physio confirmed that power surges in the customer facility caused the device to power cycle. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself. When the device was powered back on, there was no image on the display. In this state, the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.